Event description:
ICU nurse noticed an air leak in the blood pump case assembly of a thoratec vad. The leak was treated by securing the case with a c-clamp, strapping tape, and a tourniquet. The vad was explanted and will be returned to thoratec for failure investigation. The incident had no adverse effect on the pt's condition.